Manufacturer narrative:
Service was not requested for this event.customer's lab engineer replaced the crem module.no additional information is available. Root cause is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (crem) results generated by the unicel® dxc 800 pro synchron® clinical systems.after hardware replacement, patient samples were re-tetsed and lower results were generated. A) actual results were not supplied.the results were not reported out of the lab. There is no affect to patient treatment.